Event description:
Reportable based on device analysis completed on 21october2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 24mm in length, eccentric target lesion was located in the moderately calcified and mildly tortuous and 3.5 mm in diameter left anterior descending artery and right coronary artery. A 2.50mm x 12mm promus element¿ plus stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed that the stent was partially deployed.

Manufacturer narrative:
Device is a combination product. (B)(4): received for analysis was a catheter. A visual examination of the device identified a kink in the hypotube at 73cm distal to the strain relief. This kink is consistent with excessive force being applied to the shaft. An examination of the midshaft identified traces of solidified contrast media inside the shaft. An examination of the balloon and crimped stent identified that the balloon appeared to have been subjected to positive pressure. As a result the stent was partially deployed at its proximal and distal ends. An examination of the tip section of the device identified no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).